Event description:
It was reported that the health care professional (hcp) called technical services (ts) with concerns about an increase in pacing thresholds on this right ventricular (rv) lead. The hcp requested ts to review and evaluate lead integrity. Upon review, ts confirmed that this rv lead threshold had risen from 3.0v to 4.0v. Ts also noted that pacing and shock impedance measurements were stable and no noise on the lead was observed. It was noted that patient was not rv pacing dependent. Ts discussed with the hcp that the increase in the thresholds did not indicate a lead fracture, however, may indicate a possible calcification of the rv lead. Ts recommended a lead revision to be considered. At this time, the rv lead remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that this right ventricular (rv) lead was explanted and replaced with a new lead no additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) with concerns about an increase in pacing thresholds on this right ventricular (rv) lead. The hcp requested ts to review and evaluate lead integrity. Upon review, ts confirmed that this rv lead threshold had risen from 3.0v to 4.0v. Ts also noted that pacing and shock impedance measurements were stable and no noise on the lead was observed. It was noted that patient was not rv pacing dependent. Ts discussed with the hcp that the increase in the thresholds did not indicate a lead fracture, however, may indicate a possible calcification of the rv lead. Ts recommended a lead revision to be considered. At this time, the rv lead remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that this right ventricular (rv) lead was explanted and replaced with a new lead no additional adverse patient effects were reported. Additional information was provided by the field representative that that the cause of the high pacing thresholds on the right ventricular (rv) lead were not determined, however, the physician believed that the cause was due to an insulation break. The lead was retained by the hospital. No additional adverse patient effects were reported.